Event description:
It was reported that the customer's insulin pump was experiencing low battery life. It was stated that the customer was using one battery per day. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Intermittent low battery alarms due to corroded battery tube at spring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.